Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
Three (3) out of seven(7) connectors were not engaged during the tigerpaw system ii use. Not connected part of the fastener was removed. The procedure was completed by suturing. There were no patient negative effects.